Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured across the threads. Device history record (DHR) review could not be performed as the lot number associated with the reported devices was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iuniht) was performed for similar events for screw fracture and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight: unknown / not provided. Additional device information: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw fracture in the crown, tooth site 46 (fdi). Remaining screw part was removed and a new goldtite screw was placed.